Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument coordinator found tasp in office and persona knee instrument was returned via worn instrument return program. No additional information is available at this time.

Manufacturer narrative:
The reported event was confirmed as the product was returned and visual examination concludes that the returned device exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.